Event description:
This ra lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2018 due to lead set screw stuck, had to cut lead and cap. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).